Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that it was taking forever to charge the implanted neurostimulator (ins). Patient stated that the last time they tried to charge, the controller battery wore out before they could get past 80% charge to ins. Patient service specialist asked, and patient stated that it took them over 2 hours to charge ins from 30% (or lower). Patientmentioned that it usually only took them an hour to charge. Pt noted the issue began a month or so ago. Patient confirmed that there were no error messages on the controller while charging and showed they were charging with excellent quality. Patient inspected the recharger and controller port, battery compartment and recharger plug/cord, but did not see any visible damage. Patient then stated that they thought their recharger was getting real hot when they'd charge ins. The issue was not resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 97755-s, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s; serial#: (B)(6); product type: recharger. Analysis of the recharger, model 97755-s, s/n (B)(6) found no issues with finding or charging ins. Passed final functional test. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.